Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Returned devices yielded valid and accurate negative result at the read time. Root cause: could not duplicate with returns. Source: email.

Event description:
False positive rate at 2.8% for flu b across 24 patients. Results confirmed by pcr. Customer unable to provide any other information. Report 8 of 24.